Event description:
Pt was undergoing "fit testing" for respiratory mask. Used one spray of sensitivity solution and pt complained of sweating, sob, dizziness, nausea, hot flash up back of neck, palpitations, chest pressure, and headache. Pt complained of headache 24 hours later.